Manufacturer narrative:
Related voluntary medwatch form received: mw5168156.

Event description:
Voluntary medwatch form mw5168156 received states: right ventricular (rv) tip to coil lead impedance warning on (B)(6) 2024.